Event description:
Three endeavor sprint drug eluting stents were implanted in the lad during the index procedure. Angiographic complication of dissection occurred during the implantation of the second two endeavor sprint stents.

Manufacturer narrative:
(B)(4).